Event description:
It was reported that approximately one week post implant of the his-bundle lead, huge clump of blood about half the right ventricular volume,  was noted in the intraventricular septum on echocardiogram. It was also reported that the blood vessel that runs through the septum might have been damaged during lead fixation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.